Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient denied any pain or discomfort at ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that reported patient experienced pain and discomfort at the ipg site. Surgical intervention may take place to address the issue.